Event description:
The pt is a 46 yr old white female who initially had bilateral breast augmentation in 1980 using the co implants in 9/80. The pt unfortunately developed fibromyalgia & polyrheumatic myalgia following the implantation. Due to significant breast pain & connective tissue disease, these implants were removed in 7/93. The right implant was found to be ruptured. The left was also replaced with saline implants, her symptoms have gotten much worse.